Event description:
It was reported via clinic notes received that the patient was not feeling their stimulation. Their vns generator was interrogated and confirmed to be functioning. The patient also had a history of pain with stimulation and shock sensation with stimulation. He had been playing doge ball and slamming the ball into his head or the device. It was decided to do a prophylactic replacement of the patient's vns generator and while in the operating room a hole was noted in the patient's vns lead and that to was replaced. It is unknown if the hole in the lead was involving the inner and outer tubing. The explanted products are at the manufacture pending completion of product analysis.